Event description:
Report received from the USA regarding an attachment device in which, during neurosurgery, it was observed that the device ¿vibrated" and there was "noise". According to the report, after the "vibration" a piece fell out of the attachment device " that might have been a bearing". There was no delay in surgery as an identical spare device was available for evaluation. The surgery was completed successfully with the spare device. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. Visual inspection and functional testing revealed that there were no loose pieces on the device. Therefore, the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly

Manufacturer narrative:
The device has been returned and evaluated. The customer's reported complaint was confirmed, but not duplicated. The long attachment was evaluated and the device failed the cutter insertion test, as it was unable to secure and rotate the cutters. If additional information is received, a supplemental report will be submitted. (B)(4).